Manufacturer narrative:
H4: the lot was manufactured from (B)(4)2020 - (B)(4)2020. H10: the actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, a photograph of an unused (companion) sample was received which showed the label of the package. The reported condition could not be verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp standard bore catheter extension set would not flow. During blood draws, ¿blood does not come out into the extension loop, and therefore the loop has to be removed from the cannula hub, primed with saline and then reattached¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.